Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated but not yet begun.

Event description:
It has been reported to us that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician inserted a predilatation balloon and dilated the vessel. The physician inserted the aspiration catheter and while the physician was performing aspiration, the occlusion balloon deflated unexpectedly. The physician removed the device and replaced it with another to complete the case. The patient is reported to be fine